Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the issue was reported as unknown. There are no photographic images available for review. They said that arcing was maybe observed during the procedure. When the arcing event occurred the surgical task was removal of the liver parenchyma. The arcing originated from the subject instrument. The vio3 generator was being used and the settings were cut: 4 coag:7. It was reported that it is unknown if the tips were in contact with tissue when the arcing even occurred. They stated probably, no if the tips touched any staples, clips or sutures while energized. The jaws were immersed in saline solution prior to activating the instrument. The procedure was completed robotically and the surgeon believes that the thermal damaged occurred because the instrument was immersed in liquid. It is unknown if there was instrument collision and there was no injury or adverse event. There are no videos or photographs available for review. Isi received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint regarding they decided that the cleaning cloths were burnt was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument's cleaning clothes were burnt. There was no report of patient involvement.